Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guiding catheter (sgc). The reported patient effects of fistula and hemorrhage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There was no resistance noted during advancement or removal of the sgc, and no issues were experienced with the sgc during preparation or use. It was further reported that the puncture of the vein was performed perforating first the artery then the vein. It was determined that the sgc crossed the artery before reaching the femoral vein, which indicates that the initial puncture performed, was incorrect. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that there is no evidence of device deficiency or malfunction in causing the hemorrhage and injury to the femoral artery and vein. The underlying cause of the injury was incorrect puncture of the artery during the attempt to access the vein. Because of this incorrect puncture the sgc was introduced and enlarged the injury. The need for intervention to close the arterial and venous injuries is attributable to the incorrect initial puncture and not the device itself. Based on the information reviewed, the reported patient effects appear to be related to user technique (incorrect initial puncture). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the arteriovenous fistula and hemorrhage that were observed after use with the steerable guiding catheter, which required surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Two mitraclips were implanted and the mr was reduced to 2. There was no issues with the devices, and no resistance felt during the procedure. After the steerable guiding catheter (sgc) was removed, a figure-8 closure was performed. After a few minutes, a groin hemorrhage was noted with arterial blood. The right leg was opened in an area close to the groin access in order to repair the artery and the vein. Once the artery and vein were exposed, an arteriovenous fistula was noted. It was observed that the puncture of the vein was performed perforating first the artery then the vein. It was determined that the sgc crossed the artery before reaching the femoral vein. The physician repaired the vein and the artery by suturing the holes, and there was no further issue. No additional information was provided.